Event description:
Report received of tubing leakage which resulted in blood loss. It was reported that the pt was in the telemetry unit. An am dose of lasix was administered IV push with no incident. At approx 4:30-5:00 pm, the nurse noted fluid leaking from the IV and a clave adaptor plug was applied. At approx 6:00 pm, while the pt was seated in a chair for dinner, the pt was noted to have bleeding from the IV with one arm of his pt robe "saturated" with blood. The IV tubing was changed. The IV was a peripheral access site and it remained patent. The exact solution of the IV was not recalled, but there was heparin going through the IV. It was reported that no laboratory tests or medical interventions were necessary. There was no report of pt harm. The pt was transferred out of the telemetry unit and has since expired due to preexisting medical conditions unrelated to this event. No additional information is available.